Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a stained address and serial number label and a corroded battery tube. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No unexpected number ramping anomaly was noted.

Event description:
Customer reported he was experiencing low blood glucose 50 mg/dl. Customer reported he also has been having trouble inputting blood glucose level or carbohydrates due to buttons not responding. Customer reported he was low and was sweating heavy, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.